Event description:
The patient's mother contacted animas on (B)(6) 2011 alleging that the patient's pump had been rebooting for (B)(6). The reporter claimed the patient had intermittent blood glucose (bg) readings in the 500's mg/dl with symptoms of nausea and ketones. The patient's mother reported that the patient corrected the high bgs via bolus with the pump and stated that the patient has not required medical attention. At the time of troubleshooting, the reporter informed customer support that the patient was aware of when the pump was self rebooting. The reporter confirmed the pump was cracked and the threads of the battery cap were stripped. The reporter denied there was moisture in the pump. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: it was confirmed that the pump was cracked at the battery compartment below the gripper pad.